Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in (B)(4) through mcs abbott (B)(6) affiliate. On (B)(6) 2022 the review of files of this event type was completed. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had right failure and peripheral edema and was readmitted to the hospital from (B)(6) 2019. The causal relationship with the device was probably related as the heart failure was caused by aortic regurgitation while the lvad was in use.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. During the readmission to the hospital, the patient underwent a routine transplant on (B)(6) 2019. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current heartmate ii lvas instructions for use (IFU) list right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system, and warn that moderate to severe aortic insufficiency must be corrected at time of device implant. This document states that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This IFU also discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.